Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced low blood glucose and was taken by the ambulance to the hospital emergency room. Customer stated that her blood glucose value was 32 mg/dl but the sensor was showing 70 mg/dl. Nothing further reported.